Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: seal shield loosened from seal housing and was traced back in the abdomen of the patient during lap procedure. Cannula and seal shield were kept apart for investigation, seal housing is lost. Seal shield shows tear. No further details available. Type of intervention: retrieval of separated part. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering observed that the shield had scratches and part of the shield was torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: seal shield loosened from seal housing and was traced back in the abdomen of the patient during lap procedure. Cannula and seal shield were kept apart for investigation, seal housing is lost. Seal shield shows tear. No further details available. Type of intervention: retrieval of separated part patient status: no patient injury.